Manufacturer narrative:
Date of event: event date was approximated since unknown.

Event description:
It was reported via social media that a perforation, stroke and death occurred. At an unknown time, a left atrial appendage (laa) closure procedure was performed. During the procedure, the patients heart was perforated and an immediate open heart surgery was performed. The patient was discharged home; however, it was noted that the patient had to be sent back to the hospital due to seizures and strokes. The patient ultimately passed away and no additional information, including cause of death, is available.